Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2020. The file captured persistent pi events. No alarms were captured within the file. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20sep2019. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and hypovolemia as a potential late postimplant complication. This document also states that there are no audible alarms with a pulsatility index (pi) event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue was thought to be hypovolemia due to over-diuresis. Additional information states that patient received treatment for acute right ventricle failure (lidocaine drip and mexilitene). Patient plans to be discharged home on (B)(6) 2021

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to multiple ventricular fibrillation and ventricular tachycardia. The site detailed the patient experienced multiple ICD shocks. The event was thought to be due to overdiuresis. Log file analysis confirmed multiple pi events on (B)(6)2020. No further information was reported.